Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). The event is deemed serious as it required medical intervention and light anesthesia in order to prevent serious bodily harm and permanent impairment. From a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed related because the balloon would not deflate for removal either by attempts to withdraw the water or by cutting the catheter clean through. Reported to the FDA on february 12, 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). The balloon does not deflate after 5 / 6 days of insertion and makes it impossible to remove the catheter.